Manufacturer narrative:
H6: a device history record (DHR) review was conducted: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 31-mar-2020 expiration date: 28-feb-2030 part number: 04.038.205s, tfna fenestrated screw 105mm -sterile lot number: 48p8669 (sterile) lot quantity: (B)(4). Note: fenestrated screw was manufactured by elmira; lot number 45p7181. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev g, lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, while putting in a trochanteric fixation nail advanced(tfna) fenestrated screw the end of the screw deformed due to patients hard bone. The surgeon did not take the screw out. The surgery completed successfully, and patient status was ok. There was no surgical delay reported. There was no patient consequence. This report involves one (1) tfna fenestrated screw 105mm sterile. This is report 1 of 1 for (B)(4).